Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Investigation results: nc073836: display (broken, touchscreen does not work) defect, unfortunately we cannot repair this defect under warranty. Only control unit provided. Customer misuse/abuse. Abnormal use. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. No injury occurred.